Event description:
It was reported that the insulin pump alarmed button error and multiple no delivery alarms. Customer's blood glucose reading at the time of the call was 6.5 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms were noted and the insulin pump passed the functional testing. However, intermittent button response was noted from the down arrow button due to moisture damage to the keypad traces. The insulin pump was also received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.